Manufacturer narrative:
This report is filed (B)(4), 2011 - attachment: [340075374.pdf]

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with a new device. (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced intemittencies and subsequent loss of connection when using the device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.